Event description:
Received a report that the machine alarmed with multiple return line air detector (rlad) alarms. The return line air detector issue was discovered during checkout of the machine following replacement of the hard drive due to a reported boot failure. No pt was connected and therefore no pt info is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the caridianbct service technician checked out the machine and indicated that it alarmed at prime to only be reading fluid. This will result in a 'return line air detector detected fluid too soon' alarm. Troubleshooting revealed that the sensor detected fluid when none was present. The service technician replaced the rlad. An optia rlad assembly was received for eval. Visual inspection revealed no anomalies. The rlad failed functional test procedure. It detected fluid at all times as reported. Caridianbct engineering was able to duplicate the reported problem. Root cause: defective rlad. Corrective action: the service tech replaced the rlad. An internal CAPA was opened to investigate rlad failure issues. This report was filed beyond the 30-day time frame due to an internal process error. The process has been corrected to prevent recurrence. A review of older records with this failure mode was conducted and no add'l events that were not previously reported were found.